Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3998, lot# v175498, implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that a patient's device was recently revised. The patient reported that she one day turned the device on and it was not working very well. She at first though it was because she moved a different way because sometimes stim power changed based on position. She stated the device was not working so good. A CT scan showed the lead broken at the top of her t-spine. The patient stated that she had a paddle lead which she preferred, the ins and the lead were both replaced. Patient was implanted for spinal pain.